Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to failed removal, embedding and possible migration and/or titling. As a direct and proximate result of these malfunctions, the patient, has and will continue to suffer the life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to failed removal, embedding and possible migration and/or titling. As a direct and proximate result of these malfunctions, the patient, has and will continue to suffer the life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to failed removal, embedding and possible migration and/or titling. As a direct and proximate result of these malfunctions, the patient, has and will continue to suffer the life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Information provided in the medical records indicated that the filter was placed prior to a gastric banding procedure. The patient¿s medical history is notable for morbid obesity, hypertension, hypothyroidism, gastro-esophageal reflux disease, sleep apnea and vitamin d deficiency. The patient was also noted to have 1+ edema of both the left and right lower extremities. Eighteen days post placement the patient presented for removal of the filter. Retrieval attempt was made via the right femoral vein. Attempts at cannulating the filter were made with different snares, the filter would not move easily and was felt to be too adherent to the cava and was left in place. Additional information provided on the patient profile form (ppf) states that the filter migrated, tilted, was embedded and could not be retrieved. An unsuccessful retrieval attempt was made eighteen days post implant. The patient is also reported to have experienced emotional and physical pain and suffering. A computed tomography (CT) scan performed approximately nine years post implant showed tilting and migration of the filter to the aortoiliac bifurcation. As a result of having the defective device, the patient feels at an increased risk of filter strut migration, filter strut perforation of the inferior vena cava wall, strut perforation of internal organs, filter fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, and other serious complications including death.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: it was reported that a patient underwent placement of optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to failed removal, embedded, tilted, migrated and could not be retrieved. The patient is also reported to have experienced emotional and physical pain and suffering. Information provided in the medical records indicated that the filter was placed prior to a gastric banding procedure. The patient¿s medical history is notable for morbid obesity, hypertension, hypothyroidism, gastro-esophageal reflux disease, sleep apnea and vitamin d deficiency. The patient was also noted to have 1+ edema of both the left and right lower extremities. Eighteen days post placement the patient presented for removal of the filter. Retrieval attempt was made via the right femoral vein. Attempts at cannulating the filter were made with different snares, the filter would not move easily and was felt to be too adherent to the cava and was left in place. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter migration and tile could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided via a legal short form. It states that the patient experienced pain, suffering and fracture. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the filter was placed prior to a gastric banding procedure. Medical history includes morbid obesity, hypertension, hypothyroidism, gastro-esophageal reflux disease, sleep apnea and vitamin d deficiency. The patient was also noted to have 1+ edema of both the left and right lower extremities. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to failed removal, embedding and possible migration and/or titling. Per the medical records, eighteen days post placement the patient presented for removal of the filter. Retrieval attempt was made via the right femoral vein. Attempts at cannulating the filter were made with different snares, the filter would not move easily and was felt to be too adherent to the cava and was left in place. Per the patient profile form (ppf), the filter migrated, tilted, was embedded and could not be retrieved. The patient is also reported to have experienced emotional and physical pain and suffering. A CT scan performed approximately nine years post implant showed tilting and migration of the filter to the aortoiliac bifurcation. As a result, the patient feels anxiety, pain, suffering and fracture. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
In this report (follow up 2) the following sections have been updated accordingly. Additional information was added to the following sections in follow up 1.